Manufacturer narrative:
The investigation of the complaint has been completed. The circuit board was returned, it controls the compressor motor, the valves and measures pressures. It has two pressure sensors, one measures the wall air pressure, the other measures the pressure from the compressor motor. If any of these pressures are too high, a high pressure alarm is generated. The returned circuit board was installed in a reference compressor and connected to a reference ventilator without wall air connected. A high pressure alarm was generated on the compressor, but ventilation was unaffected, it was a false alarm. The cause for the high pressure alarm was a faulty pressure sensor. An evaluation of the received ventilator logs that was connected to the compressor showed that the compressor stopped delivering air. Ongoing ventilation continued with oxygen. It occurred on (B)(6) 2017, date of event is updated accordingly. What caused the compressor to stop delivering air has not been determined. The root cause of the reported high pressure alarm was a defective pressure sensor. If the compressor fails it may lead to stop of ventilation if no oxygen is connected to the ventilator.

Event description:
(B)(4).

Event description:
It was reported that the compressor generated an alarm for high pressure during patient treatment. There was no patient harm. (B)(4).